Manufacturer narrative:
(B)(4). The intraocular lens was returned to our manufacturing site for evaluation. A visual inspection showed a lens where the optic was cut in two (2) pieces. No optical deviations on the received optic parts were found. The model zma00 lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process, therefore no production related cause was determined in the returned sample. The device manufacturing records were reviewed and showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 19.5 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient was unsatisfied with her point of reading focus of her right eye; the intraocular lens was explanted. Another lens was implanted during the same procedure. No further information was provided.